Manufacturer narrative:
Citation: jean-claude laborde, m.d. Complications at the time of transcatheter aortic valve implantation. Methodist debakey cardiovasc j. 2012 apr-jun; 8(2): 38¿41. Date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature reflecting on complications associated with transcatheter bioprosthetic valve replacement with medtronic corevalve. The literature did not reference specific cases, patients, or a patient population affected nor did it provide device model or serial numbers. Complications discussed included: valve malposition (too high or too low), paravalvular regurgitation, pericardial effusion/pericardial tamponade, low cardiac output/cardiogenic shock, coronary obstruction, and conduction abnormalities (atrial fibrillation, ventricular tachycardia, and ventricular fibrillation). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.